Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels were over 400 mg/dl, 470 mg/dl, 406 mg/dl, 453 mg/dl and 424 mg/dl. Customer experienced low blood glucose 45 mg/dl and in the range of 90 mg/dl. The customer also reported the change sensor alert, cannot find sensor, lost sensor signal, and the bleeding site. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.